Event description:
It was reported that after the hemorrhoid procedure, staple line bleeding. Few hours after the oepration, bleeding post operative. The original intent of the procedure was changed due to reoperation. The product has been discarded.